Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova representative identified the reported malfunction during the service activity. The technician could resolve the reported issue by manually turning the pump. After the manual release of the pump the reported issue could not be reproduced anymore and no stiffness in the movement of the pump motor could be identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t pump did not start. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.